Event description:
It was reported that an angio-seal vip was selected for use. When the physician deployed the device, it went all the way through the femoral artery and occluded the artery. The pt was sent for vascular surgery. No additional was available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.